Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp unable to place needle in a foramen. Mdt rep stated that the  patient was scheduled for a stage 1. The hcp was unable to drop a needle in a foramen. The hcp marked the medial edges on ap view and went to a lateral x-ray view. He noticed extra bone thickening on top of the pts sacrum and asked for a radiologist to come in for evaluation. The radiologist confirmed the patient appeared to have a fused bone over her sacrum but said a CT scan would be needed to confirm. The stage 1 was then aborted by the hcp. No further complications were reported at this time.